Manufacturer narrative:
Device technical analysis: upon receipt at boston scientific's post market laboratory no visible blood was observed inside the balloon region. The polarx was leak tested and passed all inner and outer balloon leak tests. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. The outer balloon blood detect wires were found to be split. This wire split could lead to the wires contacting each other which would result in a false blood detection error.

Event description:
During a polarx procedure a polarx catheter was selected for use. Error 1 - 00004000-2: console detected blood in the catheter occurred. It is unknown if blood was visible. The device was replaced. The procedure was completed without any patient complications. The device is expected to be returned for analysis.

Event description:
During a polarx procedure a polarx catheter was selected for use. Error 1 - 00004000-2: console detected blood in the catheter occurred. It is unknown if blood was visible. The device was replaced. The procedure was completed without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.